Manufacturer narrative:
Age at time of event: (B)(6) years or older. Device evaluated by MFR.: p select ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found there was a mid-shaft break at 307 mm proximal to the distal end of the distal tip stretching immediately before break site, the core wire visible. The type of damage noted most likely occurred due to excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-oct-2020. It was reported that crossing difficulties were encountered. A percutaneous transluminal coronary angioplasty was being performed. Vascular access was obtained via radial artery. The concentric, de novo target lesion was located in the heavily calcified right coronary artery. Following pre-dilatation of a 2x12 balloon catheter, a 32 x 3.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. However, after multiple attempts, the case was abandoned. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a mid shaft break.